Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on approximately seven (7) years ago as part of a pmcf study on the afn and rfn znn. Subsequently, approximately one (1) month post-implantation, it was noted via x-rays that the patient experienced fatigue failure of the distal locking screw. Additionally, delayed union was also diagnosed approximately four (4) months later. Patient was referred to higher center for management, which resulted in removal of the nail and revision fixation with locking plate and a bone graft approximately one (1) and two (2) months post-implantation. Healing of the original fracture was noted approximately two (2) years later. Attempts have been made and no further information has been provided.